Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver (B)(4) that was used with the complaint device was provided for investigation on (B)(6) 2015. The device passed external visual inspection and global receiver functional testing. A review of the receiver data log resulted in failures related to the customer complaint. The complaint was confirmed. A root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.